Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric bypass surgery, they opened the last clip of some of the loads that could not be identified. The staple line was incomplete. The last clips not did not close, but there was no damage to the patient because the tissues in the mandibula already had staples.